Manufacturer narrative:
(B)(4). Pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify change/battery lasts less than expected due to pump error 38 alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the batteries of insulin pump had not been lasting as long. No harm requiring medical intervention was reported. The device will not be returned for analysis.